Event description:
It was reported that during an unspecified procedure, deployment difficulties were encountered. The area of treatment was the internal and common carotid artery, with a long 90% stenosed lesion. The diameter of the internal carotid artery was 5-6mm, and the diameter of the common carotid artery was 8-9mm. The vessel was moderately tortuous and moderately calcified. The lesion was not predilated. A filterwire ez was placed without incident. The carotid wallstent monorail delivery system was then advanced to the lesion. However, the wallstent could only be opened 20% and became stuck. After several unsuccessful attempts, the wallstent was then recaptured and withdrawn. The procedure was completed with another manufacturer's stents. No patient complications were reported, and patient status was reported as 'fine'.